Manufacturer narrative:
Device #2: investigation is not complete. Trends will be addressed. The event code is addressed in the package insert. Although several attempts have been made, no additional information is available at this time. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00626.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend. Product not returned.

Event description:
Allegedly removed during the revision of another component.